Manufacturer narrative:
Block e1: initial reporter address 2: (B)(6) this event was reported by the distributor. The reported physician and healthcare facility information are: (B)(6) block h6: medical device problem code a020503 captures the reportable event of packaging seal compromised. Block h10: investigation results the reported optiflo hemostatis catheter needle package was not received for analysis. Product could not be analyzed since original package reported as open was not received. The reported complaint is not confirmed since original package was not received. Based on the information available and the analysis performed, the most probable root cause for this problem is cause not established. A documental investigation within e-DHR (electronic device history record) was performed and no non conformances or deviations that contributed to the reported event were found.

Event description:
It was reported to boston scientific corporation that an optiflo hemostasis catheter was to be used in the colon during an endoscopic mucosal resection procedure performed on (B)(6) 2021. After opening the package, it was noted that the inner device packaging was damaged and the sterile seal was compromised. The procedure was completed with another optiflo hemostasis catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an optiflo hemostasis catheter was to be used in the colon during an endoscopic mucosal resection procedure performed on (B)(6) 2021. After opening the package, it was noted that the inner device packaging was damaged and the sterile seal was compromised. The procedure was completed with another optiflo hemostasis catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.